Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of prosthesis wear that occurred over approximately 13 years of use. The prothesis wear may have been due to a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
Concomitant product: cocr 32mm -3.5 head. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately thirteen years post initial left tha, the 74 y/o female patient had liner exchange and head do to wear. Patient was revised to a 36mm xle liner and adapter sleeve and biolox 36 head. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to lawyer/recall.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.